Manufacturer narrative:
Refers to the main device, other components include: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2010, product type: catheter .

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer's representative (rep) regarding a patient who was rece iving 39 mcg/ml of clonidine at 20.89 mcg/day, 10 mg/ml of bupivacaine at 5.358 mg/day, and 10 mg/ml of morphine at 5.358 mg/day via an implantable pump. On (B)(6) 2017, it was reported during a pump replacement due to approaching eos on (B)(6) 2017, the patient's hcp couldn¿t withdraw fluid from the catheter. The hcp did a back table prime and waited 20 minutes for the prime to complete before connecting to the catheter. On (B)(6) 2017, the patient was found unresponsive and was in the intensive care unit (ICU). The rep did not know if the patient was at the hospital or at home when they were found. The pump was set to the minimum rate, though the pump programming was reviewed and no programming error had occurred. Everything was the same as it was prior to the replacement. According to the patient's hcp, the patient took a "nerve pill" prior to the replacement and the hcp though that this is what caused the issue. The rep confirmed that the patient did not seem like themselves and the rep could not make sense of what the patient was saying during the pre-op consultation. The patient did mention taking the pill. The rep noted that it was unknown if the patient was still in the hospital. On (B)(6) 2017, the rep also reported that the patient was in an induced coma and that the patient's hcp has begun to wean them off of the coma. Additional information was received from a representative on (B)(6) 2017. The cause of the inability to aspirate the catheter was not determined and it was unknown what the cause was. In response to if the inability to aspirate the catheter during the replacement resolved, it was stated that a back table prime was performed. It was unknown if the patient had any related symptoms to the inability to aspirate. It was unknown if it was confirmed that the patient¿s ICU stay related to their unresponsiveness, not seeming like herself, and difficulty communicating were the result of the ¿nerve pill¿ that the patient took. The cause for the coma was unknown. No additional complications were reported. Additional information was received on (B)(6) 2017 from the manufacturer's representative. It was reported that no volume discrepanc ies had occurred as the volume in the pump matched up with the pump reading. No further information was provided.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.